Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer stated via chat two brush heads had come apart. No injury was reported.

Manufacturer narrative:
27-nov-2018 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer stated via chat two brush heads had come apart. No injury was reported.